Event description:
Customer reported the buttons on the insulin pump were not responding and cannot clear the button error alarm. Customer's blood glucose was 363 mg/dl, treated with manual injections. Customer stated she was in the hospital for her husband surgery but does not recall any significant events that many have caused the device to alarm. Customer stated her blood glucose was high because she wasn't using the device because of the button issue. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm occurred during testing however there was intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on liquid crystal display window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.